Manufacturer narrative:
Concomitant medical products: product ID: 8709, (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was gablofen with an unknown dose and concentration. The reason for use was not reported. It was reported that the catheter was removed due to a break/tear/hole. It was removed on (B)(6) 2018. The partial explanted fractured catheter was returned to the manufacturer for analysis. The device was replaced with another of the same manufacturer. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID 8703w lot/serial# (B)(4) implanted: (B)(4)1997 explanted: (B)(4)2018 product type catheter; ubd: unknown; (B)(4).mdtmdt. Evaluation of implantable catheter product ID 8703w lot/serial# (B)(4) revealed an area where the catheter had been abraded on the distal segment. The abrasion breached the inner lumen of the catheter and leaking was observed from the hole during pressure leak testing in the lab. All codes, both previously applied and currently applied, are only applicable for product ID 8703w lot/serial# (B)(4). The evaluation codes have been updated. If information is provided in the future, a supplemental report will be issued.